Event description:
Pt undergoing anesthesia induction. B/p monitoring device inadvertently set at interval of every 15 mins for b/p reading instead of more frequent interval, eg every 5 mins. Anesthesia relied on and used every 15 mins readings as if they were every 5 min readings. Thirty mins into anesthesia time, pt experienced sharp decrease in heart rate, which required resuscitation. B/p monitoring in combination with too much anestheisa gas probably caused the resulting neurological damage now evident for this pt.